Event description:
Piece broke during application in surgery. No adverse event, piece was being used properly.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Manufacturer narrative:
Based on the investigation, the root cause was attributed to a user related issue. The product has been performing adequately for 9 years in the market. This is a device that is particularly involved in high impact forces. Therefore, due to aging, multiple uses and multiple cleaning processes (marks of rust in its surface), in additon to high impact forces, the device broke a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. If any further information is provided, the investigation report will be updated.

Event description:
Piece broke during application in surgery. No adverse event, piece was being used properly.